Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A portion of approximately 13 mm on the tip is broken off. The broken off portion is not available for investigation. The remaining part shows wear such as marks and striations. The manufacturing documents were reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. The used material was stainless steel 440a / 1.4109 / iso7153-1 as required. The hardness was measured within the specification of 52 -0/+3 hrc. The received drill bit is broken in half. The broken off portion with an approximately length of 13 mm was not received for investigation. The complaint therefore is confirmed. The visual wear of the remaining drill bit provide evidence that at the time of surgery the device was subjected to mechanical overloading. A probable reason for the damage possibly was a metallic contact or blocked flutes because of bone material. For effective chip removal from the flutes, it is necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 315.920, lot: f-20048, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 16.november 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) for the patient with an ilium bone and acetabulum fracture, the drill bit was broken at 1.3mm from its tip and the broken piece remained in the posterior column of the pelvis. Due to the location of the broken piece, the surgeon judged that it will not cause an adverse consequence to the patient. Also, it was impossible to remove it. Thus, the surgeon decided to leave it there. As per surgeon, there was a possibility that during drilling, the drill bit might have interfered with a stainless unknown screw which had already been inserted in the same procedure, which caused the breakage of the drill bit. There was no surgical delay. The procedure was completed with the broken piece left in the patient's body. Concomitant devices reported: unknown screw ( part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.5mm three-fluted drill bit. This is report 1 of 1 for complaint (B)(4).